Event description:
The customer reported a leak under the cartridge chemistry sample probe of the unicel dxc 800 synchron system. Erroneous results were generated for two patient samples. The results were not reported out of the laboratory. The customer was wearing personal protective equipment at the time of the event. The samples were retested on another system and yielded results within expectations. There were no injuries or exposures to any laboratory personnel. There were no changes to the patient's care or treatment. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
A beckman coulter field service engineer visited the account and examined the system. The fse found that fluid was not being evacuated from the wash collar. The fse found that the wash collar valve was not functioning. The fse removed and replaced the valve. The instrument conformed to the manufacturer's published performance specifications.